Manufacturer narrative:
A ge field service engineer evaluated the system and could not replicate the customers alleged problem with the mainframe switch. A root cause investigation was conducted. The investigation included an analysis of the system log files and service history. The results were inconclusive and could not confirm whether there was an accidental radiation occurrence or if the system experienced some other type of error. No other actions are planned at this time related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. A supplemental report will be filed at the conclusion of the investigation related to this event.

Event description:
The customer reported that x-ray continued to be emitted after releasing the mainframe x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.